Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl and treated with manual injection. Customer declined to troubleshoot for high readings. Customer also mentioned that the insulin pump had a failed battery test alarm. Troubleshooting was performed and completed. Customer reported that insulin pump alarmed failed battery test after new battery was inserted. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.